Manufacturer narrative:
After reaching out to the customer, no response nor log files was provided. The root cause cannot determined.

Manufacturer narrative:
At this time, the suspect device has not been return for investigation. Log file was requested from the customer for analysis. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000e tube disconnected while use on a patient. There was no reported high priority alarm active and issue was detected only after 10 minutes. The patient's spo2 dropped and the patient experienced tachypnea, cold sweat and choking fear. The patient experienced serious injury at the time of the event.